Event description:
The customer reported obtaining low and zero patient results for multiple chemistries on their au480 clinical chemistry analyzer. The customer did not provide the affected chemistries. The customer did not report the results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found that the sample syringe and reagent syringe were leaking. The fse replaced the sample syringe and reagent syringe to resolve the issue. The fse performed analyzer priming and observed no further leaks. The fse then performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).